Event description:
Before implanting a 2.25 x 33mm cypher select plus stent, the physician discovered that the hub was cracked. This was noticed while testing the product with the inflation device.

Manufacturer narrative:
This cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional info will be submitted upon 30 days of receipt.